Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon investigation, the right ventricle lead exhibited high capture threshold and high pacing impedance. No intervention was performed. No patient consequences.